Event description:
It was reported that customer experienced difficulty pressing pump quick bolus and wake button, which often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press center of button firmly while supporting bottom of pump, confirmed pump was not connected to power, and repeatedly tried these steps, but button remained extremely hard to press, so technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, to place affected pump into storage mode before return using prepaid label, and to reenter pump settings and reconnect continuous glucose monitor on replacement device.